Event description:
Patient having thermal ablation of uterus. Six minutes into the procedure the pressure suddenly dropped but no fluid leak occurred. Uterus was perforated by the probe requiring an emergent hysterectomy.====================== manufacturer response for uterine balloon therapy with fluid circulation, thermachoice iii======================control unit cable is used for max 20 cases. Probe is disposable and did not fail the balloon inflation. Control unit has only "on" and "off" buttons and cannot be made to change any settings. Checked post event worked to specs. MFR believes user error is the fault.